Event description:
It was reported by a non-medical professional that the patient underwent a 4-level cervical fusion in 2008. The patient has been told that one of the screws has migrated into the esophagus and he will need a surgical procedure.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.